Manufacturer narrative:
An event regarding osteolysis involving an unknown ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned however an image of the device was provided. The image showed debris on both the exterior and interior surfaces. The exact nature of this can not be determined without the return of the device. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: cup malposition in low inclination and anteversion has caused overload in the bearing quite likely with impingement causing osteolysis and an advanced state of cup loosening. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low inclination and anteversion has caused overload in the bearing quite likely with impingement causing osteolysis and an advanced state of cup loosening. If additional information and/or device become available this investigation will be reopened.

Event description:
Osteolysis was reported. The liner was replaced along with femoral head.

Manufacturer narrative:
Photographs of the explanted device along with x-rays have been provided for review. A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Osteolysis was reported. The liner was replaced along with femoral head.